Manufacturer narrative:
Device evaluation is not necessary for the reported events of infection and extrusion due to the issues not being related to vns therapy.

Event description:
It was reported that the patient's generator had began working its way out of the patient's chest and there was a possible infection at that site. The patient was referred for a surgical consult with the surgeon due to this issue. Antibiotics were provided to the patient at the generator site to help with the issue. A review of the device manufacturing records showed that both the lead and generator were sterilized prior to distribution. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Patient's vns was reported to have come through his chest and the cause is unknown. The reason for the extrusion is unknown. Patient underwent surgery, where the surgeon cut out the capsule that was around the vns. Device the surgeon placed the drainage tube in the chest and removed it after 24 hours. The devices were not removed or replaced and the wash out surgery was successful.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received that the generator and neck sites are infected. The devices were removed. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.